Manufacturer narrative:
Other, other text: investigation completed on a smiths medical ambulatory infusion pumps/cadd cassette reservoirs - flow stop . Nine samples products returned after decontamination p/n 21-7302-24. Visual inspection under protocol md01-003 rev. 102. Section 3.0 revealed no damage or discrepancies. Functional testing was done by connecting the cadd legacy pump and no alarms were detected. Reviewed quality review which revealed performed testing at 100 %. The complaint root cause could not be determined as complaint was not verified. No actions are required since the complaint was not confirmed and cannot attribute to manufacturing process. However, manufacturing personnel was notified by the quality engineer on 23-sep-2020 as awareness of the failure mode reported by the customer.

Event description:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd cassette reservoirs - flow stop.

Event description:
Information received a smiths medical ambulatory infusion pumps/cadd cassette reservoirs - flow stop on three different occasions lot documented 3935920, 3894451, 3900379 alarms upstream occlusion alarm. No patient adverse events reported.